Manufacturer narrative:
(B)(4).

Event description:
Procedure: lavh. According to the reporter: the plastic sheathing at the tip sheared off and almost fell in the patient. He was using the instrument with the sils port. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patient's cavity and no device fragment left in patient.